Event description:
When the device was used during a low anterior resection procedure, after firing, the surgeon transected along the edge of the anvil. During the placement of the eea circular stapler, the surgeon observed that no staples had formed. The anastomosis was hand sewn which resulted in extended or time. The or time extended by 1.5 hours. Subsequently, thirteen days later, the pt expired. The surgeon does not feel the pt's death is a result of misfiring of the gun.